Event description:
When the surgeon was using the device, it was found that the prong on the anvil tip was bent and unable to be used. The instrument was removed, and a new one was utilized. No patient harm.